Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 04/09/2015; belt 10/30/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received twenty-six inappropriate treatments in response to CPR/motion artifact and oversensing of low amplitude cardiac signal. It was reported that the patient's daughter and ems performed resuscitation efforts. Per clinical review of the continuous ECG recording, the patient was in sinus rhythm at 40 bpm, which slowed to asystole from 10:20:44 to 10:30:34 on (B)(6) 2021. The patient received the first inappropriate treatment at 10:31:52. The patient's rhythm at the time of the treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 60 bpm. The patient received the second and third inappropriate treatments at 10:33:31 and 10:34:03. The patient's rhythm at the time of treatment and post-shock rhythms were obscured by CPR/motion artifact. The patient received the fourth inappropriate treatment at 10:334:35. The patient's rhythm at the time of the treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm, which slowed to asystole. The patient received the fifth and sixth inappropriate treatments at 10:35:36 and 10:36:33. The patient's rhythm at the time of treatment and post-shock rhythms were obscured by CPR/motion artifact. The patient received the seventh inappropriate treatment at 10:37:04. The patient's rhythm at the time of the treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the eighth through eighteenth inappropriate treatments at 10:38:23, 10:38:54, 10:40:18, 10:40:45, 10:41:16, 10:41:47, 10:42:29, 10:42:46, 10:43:11, 10:43:35, and 10:44:04. The patient's rhythm at the time of treatment and post-shock rhythms were asystole with CPR/motion artifact. The patient received the nineteenth through twenty-sixth inappropriate treatments at 10:50:11, 10:52:00, 10:53:13, 10:53:39, 10:54:06, 10:54:38, 10:55:46, and 10:56:13. The patient's rhythm at the time of treatment and post-shock rhythms were asystole. The electrode belt was disconnected at 11:14:52. It was not reported who disconnected the electrode belt. The patient passed away on (B)(6) 2021.